Event description:
A software upgrade was installed on a customer's scanner. When the software upgrade is completed, the site specific protocols must be manually adjusted by the user. The site specific protocol will become inoperable (warning message displayed) until the user has adjusted or accepted the protocols. The customer is instructed in the instructions for use and installation instructions to contact a philips representative to obtain assistance in creating the site specific protocols. The customer elected to adjust the protocols and accept them without contacting philips. When the customer accepted the protocol, the increment was not appropriately set to coincide with the collimation width. This difference caused the scan to continuously skip 3 mm of the brain during a scan which could potentially lead to a missed diagnosis.

Manufacturer narrative:
(B)(4). This report was mailed on (B)(4) 2010.